Event description:
It was reported the device had a shorter than expected life. No other information regarding the device or patient was provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
It was further reported from the patient's physician that the cause of the event was unknown. Battery depletion noted, the physician did not note it was premature. The devices were replaced. The right side was replaced on (B)(6) 2012, and the left on (B)(6) 2012. The patient was not hospitalized and there were no injuries.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Analysis of the neurostimulator model 7426 serial found no significant anomaly. The ins was at normal end of life with no telemetry and no output. The internal epoxy bonds were broken, but there was no impact on performance.